Event description:
It was initially reported that the patient experienced a loss of therapeutic effect. The patient had changed to program #1 approximately one week ago, but now felt stimulation in the rectum and cramping in the uterine area. The patient changed to program #3, which was more comfortable. Additional information was received that reported the patient felt stimulation in the wrong location following a falling into a sandtrap. Stimulation was felt "too far forward," with stimulation from program #1 felt in the rectal area and program #2 in the uterus. The patient changed to program #4 at 0.8 volts, but still felt stimulation in the rectum. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3093-28, lot#: v872521, implanted: (B)(6) 2012, explanted: na. Programmer model: 3037, serial#: (B)(4). (B)(4).

Event description:
Additional information was received that indicated the patient continued to experience stimulation in the wrong location. Stimulation was felt in the uterus, bowels, and 'up in the front.' The patient tried using programs 2, 3, and 4, but they all created stimulation in the wrong area. The patient changed to program 1 at 2.5 v, at which point they had no further questions or concerns. Additional information was requested but was not available at the time of this report.